Event description:
On the third attempt to back up onto very heavy carpeting, the patient alleges that the front wheels of her rental knee walker "locked up" and she fell injuring her knee and wrist. The home medical dealer could not replicate the problem and retrieved the unit. He could not find any defect or malfunction of the unit. We are in the process of trying to get the subject unit back from the dealer.